Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type: lead. Product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 25-sep-2016, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(6), ubd: 25-sep-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances over 4000 on one lead and high impedances on electrodes 3 and 4 on the other lead. Broken leads were noted. The doctor reported the leads were old, and the previous doctor probably hit the leads with cautery during the previous battery replacement. The battery was moved when the leads were replaced. The issue was resolved with the replacement. The cause was not reported.